Event description:
A customer reported that the insulin gauge on their device displayed an amount different from what was expected, with the discrepancy exceeding 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and agreed to call back for troubleshooting if the problem recurs.